Event description:
Complainant alleged that while attempting to defibrillate a female pt for cardiac arrest, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod, and will be providing a f/u report when our investigation is completed.